Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: · tyvek or thermoform sticking: observed inner thermoform stuck to outer thermoform no additional observations are performed. A further investigation has been requested for the event of inner thermoform stuck to outer thermoform, tyvek or thermoform sticking. Additional, changed, and/or corrected data: a3a, b5, d1, d4, h6.

Event description:
Surgical rep reported "implant ordered that was very difficult to open". Device was implanted on an unknown side.

Manufacturer narrative:
Clarification d.6a implant date: device was implanted, date was not provided. Clarification d.9 device available for evaluation: video was provided of issue with packaging. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: device packaging was difficult to open, device was implanted.

Event description:
Surgical rep reported "implant ordered that was very difficult to open". Device was implanted.